Event description:
A customer informed baxter of a donor allergic reaction that occurred in december of 2005. The donor developed hives and itching and had difficulty breathing. The nature of the breathing difficulty was not clear as there was no physical examination. Baxter spoke with initial reporter, a physician, who stated he was unable to gather any add'l info regarding this event, the donor, or the involved lot numbers.